Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was in the 500 mg/dl range. Customer addressed elevated blood glucose via a manual injection. Customer changed supplies to address the issue and resumed insulin delivery but ultimately reverted to an alternate method of insulin therapy.